Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested due to a reported shock. It was determined that there was non-physiologic noise with oversensing on this right ventricular (rv) defibrillation lead, resulting in an inappropriate shock in one episode and inappropriate anti-tachycardia pacing (atp) in another episode. It was noted that the rv pace impedance measurement (320 ohms) was low, but within normal limits. Additional information received reported that this rv lead was explanted and replaced, and the implantable cardioverter defibrillator (ICD) was explanted and upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.